Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or add'l procedure. Device issue: failure to cross. It was reported that the lesion was very tortuous and the graftmaster stent was unable to be deployed; therefore, the perforation was not sealed and was treated with ballooning. No add'l event or pt info is available.

Manufacturer narrative:
.